Event description:
As stated by the customer (B)(6) 2012: unit was drifting down. Cause by actuator not locking replaced part. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.